Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that meter was not communicating with insulin pump. Customer's blood glucose was 400 mg/dl and was treated with insulin pump and manual injection. Customer reported to have noticed that insulin pump was on suspend. Customer declined troubleshooting for high blood glucose.